Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system separator 3 (sep3) and an indigo system cat3 aspiration catheter (cat3). During the procedure, the physician experienced resistance while advancing the sep3 through the cat3. It was reported that the sep3 was kinked as the physician was advancing the sep3 through the rotating hemostasis valve (rhv). The sep3 was then removed and the procedure was completed using a new sep3 and the same cat3. There was no report of an adverse effect to the patient.